Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the communicator will no longer charge. Patient stated they were able to use it this morning but it needs to be charged. Patient mentioned they have tried all different cords and the device still was not taking a charge. Patient did not have the device with them at the time of the call. Patient will call back with communicator present for further troubleshooting. Patient called back stating that the communicator still won't take a charge. The agent sent request to repair for replacement communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-apr-2022, UDI#: (B)(4). Analysis of the communicator found that the tm90 micro usb port/hub is visually damaged (micro usb port bracket broken and burnt l3 on charge board) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.